Event description:
The customer reported that the temperature of the ortho provue analyzer was out of specification when they were performing validation testing. No error messages were posted at the time of the incident. No erroneous results were reported. A temperature out of specification, if undetected during testing may lead to erroneous test results.

Manufacturer narrative:
Log files were sent to second level support for review. The review indicated that there were two instances of the provue adjusting the temperature to 37 degrees celsius on incubator one after the fe installation was completed. Event one occurred on (B)(6) and event two occurred on (B)(6). In both instances the provue was inactive for a sufficient period of time after the temperatures began adjusting to heat to 37 degrees celsius on incubator block one. This customer has not logged any complaints against this analyzer since this incident. (B)(4). Cross reference MFR report# 1056600-2009-00246 for 2nd incident.